Manufacturer narrative:
This event occurred in (B)(6). The meter and test strips were requested for investigation. The reporter stated there have been no further occurrences of discrepant results with the customer, and they do not wish to send their meter or strips. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 397397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results between coaguchek xs meter serial number (B)(4). The result from meter (B)(4) was 5.1 inr and then two minutes later was 5.9 inr. The result from meter (B)(4) approximately ten minutes later was 3.5 inr. Different fingers were used for each test. The patient's therapeutic range was 2.5 - 3.5 inr.